Manufacturer narrative:
E1: phone (B)(6). B3 is unknown. One device was received for repair. The service history review identified no indication that the complaint was related to a service of the device within the view period. Visual inspection found no visible damage on the pump. The customer's reported issue could not be duplicated at time of investigation. Functional testing found the pump was operating properly. However, the dso rubber seal (air bubble) will be changed.

Event description:
It was reported the device exhibited a pressure alarm. There was unknown patient involvement.